Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported upstream occlusion alarms which were not reproduced. Upstream occlusion alarms were verified through a review of the event history log and found to be caused by out of specification upstream sensor fluid numbers. The upstream sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Hold for so 1-29-2018it was reported that a spectrum pump constantly displayed the upstream occlusion message. There was no patient involvement. No additional information is available.